Manufacturer narrative:
The reason for this revision surgery was due to the shoulder failure. The previous surgery and the revision detailed in this investigation occurred 42 days apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported component used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to the event. The device was within its expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to the shoulder failure. There are multiple factors that may contribute to the event that are outside the control of djo surgical are trauma, excessive loads or torques, unbalanced joint, excessive range-of-motion. Due to short time between the previous and revision surgery it is also possible that the event may occurred due to improper surgical technique or patient non-compliance with medical instructions. The agent reported that the patient used it too quickly causing damage, so it seems that the failure was not product related. No additional information was submitted with the complaint regarding pre-existing conditions of the patient that may have contributed to the event and hence a definitive root cause cannot be determined. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Second revision surgery. The patient only has use of one arm and that happens to be the surgical arm. She used it too quickly causing damage again to the previous repair.